Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was not in clinical use at time of the event. It was reported to philips that before using the device, the power on self-test alarmed that communication was abnormal. Once the abnormality was found, the device was stopped from use. The customer didn¿t ask for evaluation nor repair of the product to philips. The customer had asked third party to repair the system without revealing the resolution details to philips, so no additional information was retrieved and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The catalog item identifier, serial number, product UDI, and the reporting address city have been updated.

Event description:
It was reported to philips that during power-on self-test, the system gave an alert that communication was abnormal, preventing a full boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was not in clinical use at time of the event. It was reported to philips that before using the device, the power on self-test alarmed that communication was abnormal. Once the abnormality was found, the device was stopped from use. The customer didn¿t ask for evaluation nor repair of the product to philips. The customer had asked third party to repair the system without revealing the resolution details to philips, so no additional information was retrieved and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.